Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The rep was preparing the ins for a case today when they saw the power on reset (por) 0x0002 clock too slow error code on the physician programmer. The rep successfully cleared the por and would send back the ins for analysis. The rep noted that the ins had been sitting in an hca warehouse. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.